Manufacturer narrative:
Device evaluation: the geenen pancreatic stent set device of lot number unknown involved in this complaint was implanted in the patient was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent set devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the possible instructions for use for geenan pancreatic stent sets, ifu0055-4 and ifu0121-2, states the following: ¿intended use: this device is used to drain obstructed pancreatic ducts¿. ¿notes: do not use this device for any purpose other than stated intended use¿. Root cause review: a definitive root cause of off label use was identified from the available information, when the device is outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. Where the prophylactic use of the device, ¿indwelling eps placement minimizes lifting of the pancreatic duct during tumor enucleation¿, is not a stated use as per the IFU and therefore has not being tested in a clinical setting. Summary: the complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ide et al 2012 ¿tumor enucleation with preoperative endoscopic transpapillary stenting for pediatric insulinoma¿. A (B)(6) year-old male patient who suffered from hyperinsulinemia. With hypoglycemia accompanied by a few episodes of generalized tetanic convulsion was transferred to our hospital. Enhanced abdominal CT demonstrated that the tumor was 1.9 cm in diameter and located in the ventral area beside the pancreaticobiliary junction. The distance between the tumor and the pancreatic duct was about 2.0 mm. To avoid intraoperative pancreatic duct injury, an eps (5 fr, 3 cm, geenen pancreatic stent; cook medical) was preoperatively indwelled by ercp under sedation 1 day before the operation. Surgical procedure: by identifying the indwelled pancreatic stent during the surgical procedure, the tumor was safely excised. This file was created to capture the off label use of the 5fr, 3cm geenen pancreatic stent as it was placed prophylactically. Exact rpn cannot be confirmed, potential rpn¿s are gepd-5-3, gpds-5-3, gpso-5-3 or gpsos-5-3.